Manufacturer narrative:
Unit passed leak test. Unit received with unresponsive select button, problem isolated to keypad assembly. Unit received with the connector at the printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit received with pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were hard to push. No significant events leading to keypad anomaly were observed. Customer's parent reported that battery replacement did not resolve the keypad issue. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.